Event description:
It was reported, the patient experienced an infection resulting in loss of osseointegration (date not reported).

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.